Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. According to service notes, the fse reloaded the windows and flex cardio software on the fc2010 device using the usb media kit. It was also noted that the customer was using disposable EKG lead sets that have not been approved for use with the flex cardio. The customer was provided with philips approved trunk and EKG cables.

Event description:
The customer reported that monitoring and EKG sweep was freezing. The device was not in clinical use at the time the reported issue was discovered.